Event description:
It was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer.